Event description:
The customer alleged that she performed a control test using her contour sys and received a result of 323 mg/dl. The normal control range was not provided, but should be around 106 - 147 mg/dl. No adverse events were alleged. The customer declined to troubleshoot. No product will be returned. The meter was replaced at the customer's insistence.